Event description:
Guidant received info that 36 months post implant, this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (eri). The device has been explanted and returned for analysis.